Event description:
The following information was obtained from a presentation at the japan endovascular symposium 2022 (jes2022). This information was presented on august 27, 2022: the patient was a 67-year-old man. Chest, back and abdominal pain suddenly appeared when he was shopping afternoon, therefore, he was emergently transported to the ER of the reporting hospital. His medical history included hypertension, dyslipidemia and chronic atrial fibrillation. He was taking calcium channel blocker, arb and doac. He was a smoker (20 cigarettes/day) and an occasional drinker. Arriving the hospital, the patient had blood pressure 151/100 mmhg, pulse 95 bpm, ldh 283 u/l, cardiac troponin I 460 pg/ml, d-dimer 2.68 micrograms/ml and lactate 13.9 mmol/l. He also showed lower body cyanosis and bilateral femoral arteries were impalpable. Based on CT images, a diagnosis of complicated acute type b dissection was made. He had severe ischemia of bilateral lower limbs, intestinal tract and kidney. There were 4 entry tears in the descending aorta above diaphragm, 1 between the superior mesenteric artery (sma) and renal arteries, and 1 in the infrarenal abdominal aorta. To treat the aortic dissection, two gore® tag® conformable thoracic stent graft with active control system (ctag ac) were implanted (26 mm x 10 cm and 31 mm x 20 cm). The proximal end was placed in zone 3 and the distal end was placed just proximal to the celiac artery. A bare-metal stent was placed in the sma, and a cook zenith dissection endovascular stent (36 mm x 16.4 cm) was placed from the distal end of the ctag ac to the aortic bifurcation. On the post operative day 1 (pod1), a CT scan showed a retrograde type a aortic dissection (rtad), but the false lumen was thrombo-embolized. On the same day, melena was noted (it persisted to pod7). As the patient had renal failure, continuous hemodiafiltration was performed from pod1 to pod6, and hemodialysis was then performed 7 times (pod7 to pod20). On pod3, paraplegia was noted, and spinal drainage was performed (pod3 to pod7). On pod11, the patient started eating and recovery was going well. Around pod40, the patient developed septicemia. Urine culture showed escherichia coli, and blood culture showed escherichia coli, klebsiella oxytoca and bacteroides fragilis. They seemed to be originated from intestinal flora. It was reported that long period of intestinal ischemia had possibly caused intestinal necrosis and septicemia. Around pod60, the aortic false lumen was expanded. An examination showed escherichia coli and klebsiella oxytoca in thrombi of the false lumen. Therefore, an additional surgery was performed. The infected aortic wall was resected and pedicled omentoplasty was performed by open surgery. One month after the additional procedure, the patient developed anemia. A CT scan showed that the ctag acs were migrated distally. Bleeding from this site was suspected to affect anemia; therefore, an additional procedure was indicated. Two ctag acs (34 mm x 20 cm, 34 mm x 15 cm) were placed from zone 2. Axillo-axillary artery bypass and embolization of the left subclavian artery were also performed. The patient tolerated the procedure.

Manufacturer narrative:
This report has been created to capture paraplegia and spinal drainage (pod3 to pod7). Retrograde type a aortic dissection and migration with reintervention will be captured and reported separately. As it is unknown which thoracic component may have been involved in the alleged complaint, an additional gore® tag® conformable thoracic stent graft will be identified on this report: tgmr313120j (lot/serial number and UDI are unknown). As date of implant and post-operative dates noted during the presentation are unknown, the date gore became aware (august 27, 2022) will serve as the date of event in this case. A review of the manufacturing records for the device could not be performed as device lot/serial numbers were not available. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.